Manufacturer narrative:
Occupation: n/a - other. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the unit had a cuff inflation/deflation issue. There was no patient injury.

Manufacturer narrative:
Evaluation summary: the sample was received for evaluation and no reported event was confirmed since met with the product specifications. A visual inspection was conducted and it was observed all the components are assembled properly at the tube, an inflation/deflation test was performed, using a syringe of air was applied to the cuff and it was observed the cuff held the air, the sample was left inflated 24 hours, after this time no deflation was observed, additionally the sample was submerged into a container filled with water and no leaks were observed. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the unit had a cuff inflation/deflation issue. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.